Event description:
It was reported that the t:slim x2 pump battery would not charge, despite the customer using the tandem charging cable and wall adapter, and attempting the charging process for over 30 minutes without success. There was no adverse impact to the customer¿s blood glucose level. Customer service arranged for a replacement pump to be sent and instructed the caller on steps regarding returning the faulty pump. The customer was advised about receiving a pump with updated software and given guidance to follow upon receiving the replacement.